Manufacturer narrative:
(B)(4).the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration (uf) reading was 1387 ml, indicating the home patient (hp) drained 1387 ml more than the largest prescribed fill volume of 2000 ml. This meant the total drain volume was 3387 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the nurse to notify him of the incidents of iipv that was found during the device evaluation.